Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the silicone sleeve of the clave port remained in the depressed position. The tubing set was being used to deliver an unspecified concentration of saline solution. After an unspecified length of time, the male adapter of an unspecified 50ml syringe was connected via a phaseal device to the clave y-site of the tubing set for the delivery of an unspecified volume of either doxorubicin or cyclophosphamide, via IV push. The customer contact reported that after the nurse disconnected the syringe from the clave y-site less than 1ml of solution squirted back onto the disposable apron of the nurse. It was reported that the silicone sleeve of the clave y-site remained in the depressed position. The solution that leaked was cleaned up according to the user facility's protocol and the disposable apron was discarded. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects or delay in therapy critical to this pt or to the nurse. No medical interventions were required. Though requested, no add'l info was provided.